Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient states not successful stopping urination. Patient has to get up in the middle of the night and the urgency to go has probably decreased but the urgency is so strong they can't get to the restroom before it is too late. Patient states they have tried changing programs and increasing the setting but that has not resolved the issue. Caller states patient had to have an MRI and when they came back from the MRI, patient was saying the 2.2 was too high so they turned it back down and now patient is going to the bathroom quite a lot and using up a lot of the urine. Agent reviewed how to change programs. Patient was on program 1 which they have been staying on mostly because patient complained about it bothering him to go to program 2. This morning, program 2 seemed to be kind of uncomfortable and more in the rectum so they changed it back to the first program and have been leaving it at 2.0. Patient changed to program 3 and patient is now feeling the vibration in the scrotum and penis area and it is still painful. Patient changed to program 4 and patient feeling it in the toe. Patient changed to program 5 and was feeling it a little by the rectum. The issue was not resolved through troubleshooting. Patient is on program 5 , maintain stimulation level and will continue to track symptoms. Patient mentioned falling in july.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.